Event description:
Follow-up with the pdrn was conducted once it was reported that the patient was taking heparin. The patient was taking heparin to avoid fibrin buildup due to the placement of a new catheter. Additionally, it was reported the patient was experiencing pedal edema after their pd treatments, which the pdrn indicated was a normal course for new pd patients. It was reported there was no serious injury nor medical intervention related to the pedal edema.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette and inside of the cassette compartment of their cycler after ending their pd treatment. The patient reported receiving air detected in cassette and draining slowly alarms during drain 2 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No holes or damage to the cassette were observed. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed that this treatment was not completed. The patient experienced swelling in their feet. The patient is prescribed a weekly dose of heparin for the management of swelling. Using the prescribed amount of heparin reduced the patient¿s swelling. The patient is trained on performing continuous ambulatory peritoneal dialysis (capd) and confirmed that the patient was able to complete peritoneal dialysis treatment in the absence of the cycler using capd. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.